Event description:
Tbm was made aware by the provider of a work order for this chair which states on (B)(6) 2014 the consumer called the provider to advise that the chair is having the same problem not recognizing the seating system intermittently. No seating functions but they could get the chair to drive once they cleared the message.